Event description:
It was reported that the patient experienced inappropriate shocks due to oversensing of noise. These events were seen during follow-up and were noted to have occurred one year ago. An impedance increase to 1000 ohms and a possible lead fracture were also noted. The patient has refused to have the lead revised, so it has been abandonned by turning off vf detect. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: the actual lead was not received for evaluation. However, performance data was collected from the device and analyzed. Varying impedance was observed.